Event description:
The customer was hospitalized for dka, troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. It was informed that the customer has elevated stress levels, has diabetic ulcer, and has a sinus infection. Bgs were not coming down with a manual injection. Instructed the customer to change the set and site as per md protocol.